Event description:
Boston scientific received information that during a normal device replacement out of range pacing impedances were noted on this right ventricular lead as well as a loss of capture. It was not possible to explant this lead thus the lead was surgically abandoned and will not be returned. A new lead was implanted and all measurements were normal. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.